Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the pump had an intermittent power issue. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the pump black box revealed no unexplained pump reboots. The intermittent power complaint was unable to be duplicated during the investigation. The pump was run on a 24 hour basal program using the returned battery cap with no intermittent power/reboot occurrences. The pump was opened and an inspection was performed on the power circuit with no defects found. There was no moisture found. The returned battery cap was used to perform the investigation. There was no damage to the battery compartment threads or the battery cap. The battery cap threads tightened properly. The battery cap contacts were within specifications. Unrelated to the original complaint, the battery compartment was observed to be cracked at the case seal and below the bumper at the case sea. (B)(4).